Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While performing revision hip replacement by removing exeter 44#1 stem from the right hip, a new replacement stem was opened (44#1) which would not fit in the cement mantle (looked to have a different shoulder which may be why it did not fit). The surgeon said the shape of the original 44#1 implant removed in this case was different to the new 44#1 that was opened. Due to it not fitting, a 44#1 short stem was used which fractured (with fractured pieces cleaned out by surgeon) the surgeon then proceeded with a new 44#00 cement in cement revision stem and completed the surgery successfully. Due to the complication, additional 1 hour anaesthetic time was required to cable the patients femur back together which fractured whilst trying to get alternate implant in.

Manufacturer narrative:
An event regarding a size/fit issue involving a exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the anterior, posterior, medial, lateral, superior and inferior surfaces of the exeter b are shown in figures 9 through 14, respectively. Debris was observed on the medial and superior surfaces of exeter b (figures 11 and 13, respectively). Samples of the debris were placed on sem stubs for further analysis. Exeter a and b along with discoloration from exeter a and debris from exeter b were analyzed under a sem for further evaluation. Dimensional inspection: the device was found to be dimensionally within specification. Material analysis: a material analysis report concluded: debris and discoloration were observed on the returned exeter stems. Eds analysis indicated both stems were consistent with astm f1586 alloy. The discoloration and debris were consistent with the decontamination process. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to complete the investigation for determining root cause. If further information becomes available this investigation will be re-opened.

Event description:
While performing revision hip replacement by removing exeter 44#1 stem from the right hip, a new replacement stem was opened (44#1) which would not fit in the cement mantle (looked to have a different shoulder which may be why it did not fit). The surgeon said the shape of the original 44#1 implant removed in this case was different to the new 44#1 that was opened. Due to it not fitting, a 44#1 short stem was used which fractured (with fractured pieces cleaned out by surgeon) the surgeon then proceeded with a new 44#00 cement in cement revision stem and completed the surgery successfully. Due to the complication additional 1 hour anaesthetic time was required to cable the patients femur back together which fractured whilst trying to get alternate implant in.